Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Device product code - ni, expiration date - ni, date implanted - ni, manufacture date ¿ ni. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure may be necessary. Should additional information be received regarding a revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
Patient has been indicated for a knee revision due to unknown reasons. No revision has been reported to date.

Manufacturer narrative:
No devices were received; therefore the condition of the components is unknown. No medical records received. Device history record review and complaint history review could not be performed as part/lot number was not provided. Unable to perform a compatibility check based on provided information. This device is used for treatment root cause could not be determined with information available. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
Patient has been indicated for revision of a tibial bearing. No revision has been reported to date.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(6). It was reported that a patient underwent a left knee revision procedure approximately 15 years post implantation due to wear of the tibial bearing. The bearing and locking bar were removed and replaced. Brand name - mck maximum congruent knee) knee system. Common device name - jwh. Model #/lot # - 11-146170 lot 073360; mar 31, 2007. Implant date ¿ (B)(6) 2002. Explant date ¿ (B)(6) 2017. Medical product: bmet arcom ap pat 3pst 37 mm lg catalog 11-150844 lot 506870, biomet ilok pri tib tray 83 mm catalog 141216 lot 264460, maxim ilok ana pri fml 75 lt catalog 140034 lot 195270, biomet I-beam pri stem 40 mm catalog 141310 lot 419020, maxim knee lrg bone nail catalog 32-347911 lot 008480, maxim knee lrg bone nail catalog 32-347911 lot 329450. Naturally worn. PMA # - k915132. Device manufacture date: mar 8, 2002. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a left knee revision procedure approximately 15 years post implantation due to wear of the tibial bearing. The bearing and locking bar were removed and replaced.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.